Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during patient use their device unexpectedly changed defibrillation modes. This issue has the potential to either delay, or prevent, defibrillation from being delivered. A backup device was available and was used to continue patient care. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate or verify the reported issue. The device passed functional and performance testing and was returned to the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during patient use their device unexpectedly changed defibrillation modes. This issue has the potential to either delay, or prevent, defibrillation from being delivered. A backup device was available and was used to continue patient care. There was no report of patient harm associated with the reported event.